Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump won't turn on. Reportedly, pump shutdown while charging. Customer¿s blood glucose level was not impacted. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
B5.

Event description:
It was reported that the pump shutdown while charging resulting in being unable to turn on the pump. Customer¿s blood glucose level was not impacted. The customer reconnected the pump to a power source and resumed insulin therapy. Customer continued to use the pump for insulin therapy.